Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A defective lumen was discovered in an implanted catheter by nursing staff. The lumen was clamped off and the patient was prepared for catheter replacement. The patient suffered no damage.

Manufacturer narrative:
The symetrex catheter was returned for evaluation. Functional testing was performed by clamping the distal end of the lumen with hemostats. Upon flushing the device through each of the luers a leak was noted near the extension tubing/hub joint. Under magnification it was noted that the venous extension is split half-way around the tubing at the edge of the hub. The arterial extension has a small slit also at the edge of the hub. The device was further evaluated by medcomp engineering. The hub was cut and sectioned. It is confirmed that the insertion depth of the tubing into the hub is to specification and not a factor in the reported issue. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. The investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test is designed to detect any leaks, holes, or weak spots if it had existed at the time of manufacture. As part of the inspection process, a sampling of finished devices undergo an additional leak test. All samples from this lot passed that leak test. The information provided reports the incident occurred the same day the device was implanted. However, the condition of the returned device, such as a solid fibrin sheath around the cuff, suggests the device was implanted for some time prior to the event. A definitive root cause cannot be determined but is not likely manufacturing related. The instructions for use (IFU) contains the following warnings: *do not use sharp instruments near the extension tubing or catheter body. Catheter failure may result from contact with sharp objects. Do not use scissors to remove the dressing as this could possibly cut or damage the device. *do not suture through any part of the catheter. There is a danger of tearing the catheter tubing or damaging the suture wing from the bifurcate if excessive force is applied to the catheter. *avoid sharp or acute angles that could compromise the opening of the catheter lumens. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.